Manufacturer narrative:
The insulin pump was received with high stop/idle current. The problem was isolated to liquid crystal display board. Unable to review alarm history due to low battery life alarm. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that insulin pump did not alarm low battery alert. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.